Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the maryland bipolar forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that maryland bipolar forceps (mbf) instruments arced, and the instrument tips were melted. The issue occurred on two mbf instruments. Customer was using vio300 electrosurgical unit (esu) with settings cut 40 watts. Customer confirmed that the instrument tips did not touch anything during the firing. Tse explained that the issue could be because the cut energy output from vio300 esu was too strong for the mbf instruments. Tse advised customer not to reuse the instruments because some parts might come off. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were inspected was inspected prior to use. The instrument was connected properly. Cauterizing was being performed when the issue happened, but it is unknown if arcing was observed. There was insulation damage. Bipolar cut was the energy in use on the vio 300s. The instrument was in use for about 30 minutes and was in contact with tissue. The surgeon does not what caused the event. There were no collisions of instruments, staples, clips or sutures. The jaws were not immersed in in liquid. There was no injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis or to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.